Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a tear in the coating of the conductor wire. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have damaged conductor wire insulation at the yaw pulley. The internal conductor wires were exposed. The conductor wire was not frayed or broken. The fenestrated bipolar forceps passed the electrical continuity test. A piece measuring approximately 0.78 mm x 0.44 mm was found to be missing of the conductor wire insulation. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. This issue can be resolved by using an alternate instrument to complete the procedure.